Event description:
Customer reported that the screen of the insulin pump was blank and there was constant beep. Customer stated that they dropped the insulin pump and it had an error alarm. Customer's blood glucose reading at the time of the call was 143 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display due to open traces of lcd driver on lcd board. Unable to verify a13 alarm due to blank display. The insulin pump has minors cracked lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.